Event description:
The customer reported that her blood glucose had been normal when the device was activated on (B)(6) and on the morning of (B)(6). By 1:36 pm on (B)(6), her bg reached 377 mg/dl and she corrected with an insulin bolus (dosage not reported). At 4:15 pm, her bg was 576 mg/dl and she gave herself a manual insulin injection while still at work. Then when she got home she was the cannula had come out of her skin. It was leaking and she could smell the insulin. The cannula also looks bent. She stated she was thirsty and nauseated and that she knew she was high.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to assess the product condition. The caller reported that the cannula had dislodged from the infusion site. The could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and " test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.